Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-23307. It was reported that the patient had an infection, and as a result the implantable cardioverter defibrillator and lead were explanted without complications. There was no pocket erosion seen nor any knowledge of endocarditis. The patient was recovering post-procedure.